Manufacturer narrative:
It is unknown at this time if the graft remains implanted. A comprehensive records re-review will be conducted. Once results are available, a follow up report will be submitted.

Event description:
Rti surgical, inc (rti) and tutogen medical gmbh (tmi), a wholly subsidiary of rti, received a complaint on (B)(6) 2021 . It was reported that the patient was implanted with a copios® pericardiu membrane and experienced bone loss and dehiscence on tooth 16. Additional information has been requested. It is unknown at this time if other grafts were implanted.

Manufacturer narrative:
The graft was explanted and not available for analysis. The batch documentation including the individual donor protocol, the sterilization certificate and the ikz and lal determination were checked. There were no departures noted during records re-review. Rti surgical has manufactured and distributed a total of 145 specific to copios pericardium membranes. There are no related complaints for the same lot nza18490169. According to rti surgical's records re-review serial ID (B)(6) met specification sp-copios membrane ce "05"; annex 1-1 "02".